Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) would not engage. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The delivery device, seal and tension spring and aortic cutter were returned to the factory for evaluation on 02/10/2020. An investigation was conducted on 02/17/2020. A visual inspection was conducted. Signs of clinical usage was observed. Small traces of blood was observed on the aortic cutter. No visual defects were observed on the aortic cutter. No blood was observed on or in the delivery device, seal and tension spring assembly. The white plunger was fully depressed and the blue slide lock was dis-engaged on the delivery device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal and tension spring assembly were removed from the delivery device, the seal was intact with no cracks/delamination. Measurements of the delivery device were taken; the inner delivery tube diameter was measured at .195 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specification. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported; however, an analyzed failure mode "premature deployment" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) would not engage. A replacement device was used to complete the procedure. The hospital did not report any patient effects.